Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. The pump began charging using a tandem charging cable and non-tandem wall adapter. Technical support advised against using 3rd party charging supplies with the pump, customer understood and acknowledged.